Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold on the left ventricular (lv) lead. The lead was explanted and replaced. It was also reported the right ventricular (rv) lead fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.